Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with inappropriate episodes of ams due to far field r-wave oversensing via merlin.net. Programming changes were recommended. No further information is available.